Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding additional information of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for an elective partial ventricular assist device (vad) exchange due to a cryoablation for worsening ventricular tachycardia (vt) and worsening infection associated with the external driveline, where driveline debridement and revision were performed. Bacteremia(pseudomonas) was confirmed and patient was given antibiotics. The patient presented with a moderate aortic insufficiency (ai) which turned into severe ai intraoperatively. A park stitch was performed and coronary artery bypass graft surgery (CABG) was performed with grafts attached to the outflow graft (ofg). During the surgery the patient exhibited right ventricular (rv) failure requiring placement of an rvad centrimag with oxygenator. The sewing ring was left in the patient, the ofg was partially removed, and graft to graft anastomosis was done. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of log files was not performed since log files were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Information received from the site indicated that the patient experienced worsening ventricular tachycardia (vt) and worsening infection associated with the external driveline. A planned cryoablation and ventricular assist device (vad) exchange were performed. Additionally, driveline debridement and revision were performed. The bacteremia was confirmed, and the patient was treated with antibiotics. Of note, it was reported that the patient experienced a moderate aortic insufficiency (ai) which progressed to a severe ai intraoperatively. A park¿s stitch was performed and coronary artery bypass graft surgery (CABG) was performed with grafts attached to the outflow graft (ofg). During the surgery the patient exhibited right ventricular failure requiring placement of a right ventricular assist device (rvad) with oxygenator. The sewing ring was left in place, the ofg was partially removed, and graft to graft anast omosis was done. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmias, infection, and right ventricular failure are known pote ntial complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related c omorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.